Event description:
The customer reported that while the a5 anesthesia delivery system along with the dpm 7 monitor were in use on a patient during a case, the physician noticed that the bellow was not fully ascending and the patient was without any anesthetic agent for a period of time. The case was completed. No patient injury was reported.

Manufacturer narrative:
The company representative evaluated the system and found that both issues were caused due to a defective vaporizer manifold. Corrections included a replacement of the vaporizer manifold. The system was tested to factory's specifications. It functions normally and was returned to use.